Event description:
Customer reports, while performing, quality control in a micro setup room she was injecting 14c (radioactive) solution into a performance vial with the syringe when fluid squirted out between needle and syringe onto her face.